Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue. Complaint is confirmed because patient reported she became disconnected from the patient line during therapy when she tried to go to bathroom. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1. Per the initial report, the home patient (hp) had a connection issue. The hp became disconnected from the patient line when she tried to travel to the bathroom and noticed air in the patient line. The technical service representative (tsr) assisted the hp end therapy. The hp would start over with new supplies. Global product surveillance (ps) contacted hp on (B)(6) 2012 regarding the reported problem. The hp stated that she did not reconnect to the patient line after it became disconnected. The hp stated she was going to the bathroom when she became disconnected. The hp stated that the line fell on the floor and she decided to contact baxter about what to do. The hp had discarded the original cassette and did not have a companion. There was no patient injury or medical intervention reported.